Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Atrial lead noise was recorded as inappropriate automatic mode switch episodes and noise reversions. The noise was reproducible with isometrics. No medical intervention was performed. No patient symptoms were reported. The patient would continue to be closely followed via remote monitoring.